Event description:
It was reported that a transmission noted lead integrity alert (lia) was triggered on the right ventricular (rv) lead for potential oversensing. Double counting of complexes was noted in some recorded electrograms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead, implanted: (B)(6) 2008. A 5076-58 lead, implanted: (B)(6) 2008. A 419488 lead, implanted: (B)(6) 2014. (B)(4).